Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.1 failed. User rebooted and recovered storage, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer failure was caused by an overfilled pocket (main 6-1, d3, 1 × 2) with a broken lid that prevented the drawer from opening, although it could be partially pulled open. A field service engineer observed the issue, and the escort released and removed the broken pocket. A replacement pocket was obtained from the pharmacy, inserted by the escort, assigned, and loaded with the contents from the broken pocket. The drawer was inspected for debris along the row boards, ribbon cable connection points, and rear of the unit, with no issues found in the hardware or cabling. The battery was verified to be in good condition and was replaced for compliance, and implementation files left on the admin desktop were deleted per swi, freeing approximately 2-3 gb of disk space. The system functioned as intended after the field service engineer repaired the device.